Event description:
The surgeon was doing a double bundle acl and due to the fact that his tunnels were small, he requested size 6 and 7 calaxo screws to be available. For tibial fixation, he was using hamstring graft on patient and for the posterior medial bundle, he tapped using a size 6 tap and attempted to insert size 7 interference screw and it broke in a spiral manner and then he attempted a second one, as he was concerned that perhaps he had not tapped far enough. The second one also broke and then left a piece behind in the tunnel. For the anterior lateral tunnel, he tapped for a size 6 and it had hardly been inserted when it broke too. The surgeon has extensive experience with the surgery and normally uses biorciha and has done since its launch. It was his first time using the calaxo product. The surgeon managed to retrieve some of it, but some pieces remained in the tunnels. It was confirmed that the patient was a female with exceptionally hard bone and the surgeon was using the guidewire designed for calaxo part 7211138 and that the screws were properly seated on the driver.

Manufacturer narrative:
The screws returned for evaluation were broken in numerous pieces. We recommended in hard bone, to increase the tap size by 1 mm which will decrease insertion difficulty.